Manufacturer narrative:
(B)(4). Device reload label was also received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacles. Some plastic shearing of the toggle switch was noted. A pmv needle was loaded and was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a total laparoscopic hysterectomy on the third bite of the uterine cuff the needle dislodged from the jaws of the device while toggling the needle from one jaw to the other. The toggle arms were not pushed up, the black unloading button was not pushed up, and the 'bunny ears' were not visible. The surgeon did not use excessive 'wiggling' to get the needle through the tissue, and made sure to keep the jaws closed when pulling the suture tight to prevent the needle from dislodging. The suture was cut flush with the tissue and the needle was removed. A new device was used and the surgeon was able to use this product to close the remainder of the cuff, but on the last bite, the same exact issue occurred. The needle became dislodged from the jaws when toggling the needle between the jaws through tissue. The suture was cut flush with the tissue. At the end of the case, mesentery was inadvertently injured which required a general surgeon to consult and request another device. When the scrub tech loaded the suture on the new device, the suture became disconnected from the needle. The scrub tech did not display excessive force, and the suture became disconnected when pulling the plastic loading piece off the end of the device. There is no indication that the damage to the mesentery is due to a device issue.